Manufacturer narrative:
A ge service representative performed an onsite investigation. All workstation cables and circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that both monitors went black resulting in a loss of the live image. There is no report of patient injury.